Manufacturer narrative:
Both levels of quality control were run and passed on both meters within twenty-four hours of the results. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted.

Event description:
The initial reporter received questionable glucose results for one patient from two accu-chek inform ii meters. At 21:53, the result from meter serial number (B)(4) was 445 mg/dl. At 21:54, the result was 246 mg/dl. At 22:12, the result from meter serial number (B)(4) was 178 mg/dl. On (B)(6) 2019 at 21:23, the result was 431 mg/dl. At 21:24, the result was 219 mg/dl. The customer did not believe the results of 445 mg/dl, 246 mg/dl, or 431 mg/dl.

Manufacturer narrative:
The reporter's meter was returned for investigation. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1 ¿ 44, 44, 44 mg/dl, level 2 ¿ 300, 302, 300 mg/dl. All returned results are within acceptable range. It was observed that the meter has signs of customer damage and the strip port was contaminated.